Event description:
The pt reportedly developed an infection and a breakdown of the skin flap at the implant site. The pt's device migrated to an inferior position and a store developed from use of her eye glasses. The pt's device was explanted. The pt is being monitored.